Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The main coil, the pusher wire and the introducer sheath were returned. The introducer sheath was detached at proximal section. The main coil and the pusher wire were interlocked inside the introducer sheath. The pusher wire was kinked, stretched and broken at distal section. The main coil was kinked and stretched. No more damages were found. Functional inspection was performed and the pusher wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck due its damage condition, it was pulled out backwards in order to release the main coil. Microscopic inspection was performed and it was confirmed that the introducer sheath was detached, and the pusher wire was broken at distal section. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15jul2022. It was reported that the coil became stuck in the catheter. A 4mmx15cm interlock coil was selected for use on the mesenteric artery. During the procedure, it was noted that the coil became stuck in the middle of the catheter. The procedure was completed with another of same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed that the pusher wire was broken.